Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a laser lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after ablating the stone the physician attempted to capture the stone with the gemini retrieval basket. Two basket wires at the distal end broke, but were still attached. The broken wires stuck into the calyx of the kidney. The physician maneuvered the basket for 30 minutes and was able to remove the basket without causing any additional damage to the patient. The stone was left to pass naturally. It is unknown if the basket came in contact with the laser during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.